Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient passed away approximately six weeks after the implant of the cardiac resynchronization therapy pacemaker (crt-p) system. There was a pacing failure of the right ventricular (rv) lead and the left ventricular (lv) lead. The left ventricular (lv) lead also experienced elevated thresholds. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.